Manufacturer narrative:
At the time of this initial report, no patient count, patient-specific records, device identifiers, implant/explant dates, treatment details, outcomes, or returned device samples were available. Caldera is following up to obtain patient-specific clinical data, product identification/lot/UDI, suture details, device availability, and outcome information. Investigation is ongoing; supplemental reporting will be submitted if additional required information becomes available.

Event description:
On (B)(6) 2026, a urogynecologist reported observing a marked increase in vaginal mesh erosions at the midline following suburethral/mid-urethral sling procedures using a caldera mesh sling. The reporter stated that the surgical technique had reportedly remained consistent for approximately fourteen years. The reporter also noted that the facility transitioned to antimicrobial absorbable suture in 2023 and was evaluating whether the suture change may be associated with the observed increase. The relationship, if any, between the reported erosions and the caldera sling, suture type, surgical technique, patient factors, or other factors has not been determined. At the time of this initial report, the specific number of affected patients, patient-specific information, device lot number, UDI, implant dates, explant or revision dates, treatment details, and individual patient outcomes were not available.